Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient ¿dropped hard onto the toilet¿ during the use of a likorall 200 lift. Specific details of an injury or any medical intervention were not provided, however, the customer reported that the patient was ¿badly injured¿, was treated by paramedics, and was ¿potentially sent to the hospital¿ as a result of the event. Multiple attempts to obtain additional details of the patient¿s injury, medical intervention, and the sequence of events have been unsuccessful. No further information has been provided at this time. An initial inspection of the device provided by distributor notes that upon opening the motor for inspection, it was found that the motor¿s drive shaft was ¿sheared in two.¿ additionally, it was noted that the lift¿s sfs (single fault safety drum) had not been activated at the time of the event, and that the device¿s lift belt could be pulled freely. Of note, the device¿s single fault safety drum is a secondary system that lowers the patient to a surface in a controlled and safe manner in the event of a motor or transmission failure. In this event, although the specific details of the patient¿s injury were not provided, the customer reported that the patient was ¿badly injured¿, received intervention from emergency medical personnel (paramedics), and was potentially hospitalized, indicating that a serious injury likely occurred. The exact cause of the reported drop is unknown, as an inspection performed by baxter is pending. However, the preliminary report of a motor shaft breakage combined with the failure of the device¿s secondary safety single fault safety system would likely cause or contribute to a death or serious injury if the malfunction were to occur. .

Event description:
It was reported that a patient ¿dropped hard onto the toilet¿ during the use of a likorall 200 lift. Specific details of an injury or any medical intervention were not provided, however, the customer reported that the patient was ¿badly injured¿, was treated by paramedics, and was ¿potentially sent to the hospital¿ as a result of the event. Multiple attempts to obtain additional details of the patient¿s injury, medical intervention, and the sequence of events have been unsuccessful. No further information has been provided at this time.

Manufacturer narrative:
The device was returned to the manufacturer in lulea for analysis where the unit was disassembled and the motor shaft breakage was confirmed. A functional test of the single fault safety (sfs) safety drum was performed by manually pulling the lift strap and check for the sfs to start adding resistance to the lift strap. The result of the test was that the sfs was functioning as designed. After the functional test was performed, the sfs safety drum was opened to examine the oil level. The oil level in the sfs safety drum was correct and within specifications. The unit failed because of a motor shaft breakage. The sfs safety drum was functioning as designed. A replacement motor was sent to the customer to resolve the issue. Based on this information no further actions are required at this time. In this event, although the specific details of the patient¿s injury were not provided, the customer reported that the patient was ¿badly injured¿, received intervention from emergency medical personnel (paramedics), and was potentially hospitalized, it was concluded to conservatively report this event as a serious injury. Specific details regarding the event were not provided including how far the patient had been lifted from the toilet and the distance of the reported drop. It was however concluded that the combination of the motor shaft breakage + a short fall to back onto the toilet is what caused the reported injury as the sfs would not have had sufficient time to be activated. Baxter is cautiously reporting this malfunction due to the fact that a serious injury could not be ruled out.